Event description:
I have a mercury amalgam patch on my jaw as a young teen, decades later I developed non epileptic seizures, borderline personality disorder along with other mental illnesses, uncontrolled blinking that randomly occurs, unexplained inflammation, eczema, reactive lymph nodes in my jaw from 2016 to present day, and severe allergies. I believe it is a result of the metal dental work in my mouth particularly the amalgam because it is the same side of my face that has the worst lymph node aggravation, sinus allergies, and tonsil inflammation, the tissue is black around the work. Upper right jaw dental work. Had depression all my life but never uncontrolled movements, nerve soreness, or non-epileptic seizures.